Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during the prime test during due to faulty force sensor. No prime alarm noted during testing. The motor was tested outside the insulin pump and passed motor test. The insulin pump was unable to perform occlusion and excessive no delivery test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer also mentioned a motor error alarm. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.